Event description:
The user facility reported that water was leaking from their caviwave pro ultrasonic cleaner. No report of injury.

Manufacturer narrative:
A steris service technician inspected the unit and was unable to identify a leak. The technician tested the unit and was unable to duplicate the reported event. The technician confirmed the unit to be operating according to specification and returned it to service.